Manufacturer narrative:
The clarivein device was not available for investigation. There were no issues cited with device performance. Potential adverse effects that might be associated with the clarivein® device are similar to those associated with any interventional vascular procedure. The IFU provided with the clarivein device lists the potential adverse events that might be encountered during a peripheral vasculature infusion procedure using the clarivein® ic as well as instructs the user to consult labeling of agents to be delivered prior to infusion.

Event description:
During a routine follow-up right leg, popliteal and distal femoral vein dvt.